Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter reported via phone call that her mother got a no delivery alarm on the insulin pump. Caller stated that the pump was not delivering insulin and the customer got a no delivery alarm. Customer was eating lunch when the alarm occurred. Customer's blood glucose was 155 mg/dl at the time of the incident. Customer's blood glucose was going up to 334 mg/dl since she isn't on the pump. Caller was reporting a past event. Caller stated that the alarm did not occur during manual prime. Caller reported that the event was resolved by doing a complete set change. Caller completed the displacement test and the pump passed. Caller was advised that the pump was functioning as designed.